Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was taken to the hospital for confusion, was admitted and diagnosed with peritonitis. The patient was treated with unspecified antibiotics. The cause of the peritonitis was a breach in aseptic technique further described as the hospital staff did not wear masks while changing the transfer set during a previous visit to the emergency room. On an unreported date while hospitalized, the pd catheter was removed. At the time of this report the patient remained hospitalized and was not recovered from the peritonitis event. It was reported the patient was not on any form of dialysis. No additional information is available. This is report 1 of 2 involved in this event.